Event description:
The customer reports feeling electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Customer reported for ¿felt electric shock while wearing the sensor." No evidence of burn marks or other abnormalities were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. No evidence of burn marks or damaged components were observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned sensor. No issues were observed. The data in the initial scan was reviewed and analyzed for any signs of sensor data corruption or glucose reading abnormalities and no issues were observed. The device was brought to a lab bench for testing. Source measurement unit (smu) test was executed to assess the functionality of the returned puck and verify the accuracy of its readings. The returned puck transitioned to state 4 (active paired), indicating it had entered a normal operational mode and was fully functional.current measurements were found to be within specification, confirming the absence of accuracy issues. Additionally, a poise voltage test was conducted, and the voltage was measured within the yielding results specification. This indicated no problems with electrical signal lines integral to the glucose reading process. A sensor thermistor test was performed. The results revealed that the temperature difference between the puck and the room was within the acceptable limits, confirming the proper functionality of the puck's thermistor.the poise voltage test was performed on the returned sensor using a digital multimeter. An on and off current test was performed on the returned device and both results were within the required specification. The reported complaint for "electric shock" was not observed. Functionality testing was performed and passed with no issues were observed. No visual damage was observed to the outside casing or the pcba of the returned sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports feeling electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.